Event description:
A customer reported her freestyle freedom lite meter would not turn on with the button or with a test strip. As a result of this issue, the customer reported that on (B)(6), 2011 at 8:00pm she attempted to test, but no readings were obtained. The customer stated "she thought her sugars were high because she had blurry vision." The customer presented to a health care facility and reported diagnoses of hyperglycemia and high blood pressure. The customer reported treatment at the health care facility with "water pills, provastin, glucophage, and depression medication", and indicated this was a change to her normal medications. It is unknown whether glucophage had been previously prescribed to the customer, or if this was a change to her diabetes-related medication(s). Two attempts were made to contact the customer to clarify this issue without success. The customer reported self-treatment to counteract the event with "60 units of insulin and motrin." There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.